Event description:
The customer stated that she tested her blood glucose and rec'd a reading of 400 mg/dl using her elite meter. She retested using her contour meter and rec'd a reading of 160 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.